Event description:
Oracle ro (B)(4): double beep no cassette (during testing/no patient injury).

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. Tamper seals were intact. There was no evidence of the error or reported problem available in the logs. The reported problem was duplicated. The device was found to be double beeping after power up when batteries were inserted. The investigation found that the defective occlusion sensor was the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of reported problem was unknown. Product is beyond 11 years from manufacture date of 2011-04 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400.